Event description:
It was reported that in the ICU six days after the catheter was placed, the user found that the brown connector/hub detached from the extension line. The clinician reported that it was time to replace the catheter, and also that due to the possibility of blood clots forming inside the catheter due to the shallower placement then suggested per manual, the continuous transfusion from the pump may have caused the detachment. The catheter was removed and new kit was opened and successfully used. There was no reported delay, death, or complications to the patient as result of this occurrence.

Manufacturer narrative:
(B)(4).